Manufacturer narrative:
Internal complaint reference: (B)(4). The sample is under evaluation by manufacturing site.

Event description:
It was reported that, during a cori assisted tka surgery, the looking nuts of the real intelligence robotic drill were loose and could not attach the long attachment into the drill. For the second real intelligence robotic drill they were unable to load the burr into the drill and received a message saying: "the robotic drill has been deactivated press continue to reinitialize the robotic drill". Then, the third real intelligence robotic drill was working but slow, sometimes showing the error message "robotic drill cable disconnected". The procedure was finished with a smith and nephew back up device without delay. The patient was not harmed. For the third drill it was found during investigation that the exposure motor work intermittent, which makes this a reportable event.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported event was confirmed. At the start of the evaluation, the device failed testing and displayed critical error message. The device motor worked intermittently. The device was disassembled without issue, to inspect the components. Motor was removed and reinstalled and it operated as designed. During this evaluation, the device passed kpc testing and a case was reviewed successfully. The most likely cause of this event is an electrical communication failure of the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, sn (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported event was confirmed. At the start of the evaluation, the device failed testing and displayed critical error message. The device motor worked intermittently. The device was disassembled without issue, to inspect the components. Motor was removed and reinstalled and it operated as designed. During this evaluation, the device passed kpc testing and a case was reviewed successfully. The most likely cause of this event is an electrical communication failure of the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H7: if remedial action initiated, check type and h9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number. Section h3, h6: the real intelligence robotic drill, rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported event was confirmed. At the start of the evaluation, the device failed testing and displayed critical error message. The device motor worked intermittently. The device was disassembled without issue, to inspect the components. Motor was removed and reinstalled and it operated as designed. During this evaluation, the device passed kpc testing and a case was reviewed successfully. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.